Event description:
New information received on 4/3/2018 notes, the patient experienced ventricular fibrillation. Upon review, it was noted that the implantable cardioverter defibrillator delivered appropriate high voltage therapy. The physician elected to explant and replace the device. The patient was stable throughout.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted and replaced due to an unspecified patient event. No further information reported.

Manufacturer narrative:
The reported field event of unspecified anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.